Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report #3005099803-2013-14997 captures the first device while #3005099803-2013-14998 captures the second device. It was reported to boston scientific corporation that two gold probe devices were used during a procedure on (B)(6), 2013. According to the complainant, during the procedure the gold probes would not heat up when activated. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Investigation results: a visual examination of the returned device found no issues. An electrical evaluation was performed, which included load and isolation of electrode tests; the device passed both tests. The condition of the returned device was not consistent with the complaint that the device failed to transmit current; the complaint was not confirmed. The returned device showed neither evidence of the alleged issue nor any defect which could have contributed to the event. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report #3005099803-2013-14997 captures the first device while #3005099803-2013-14998 captures the second device. It was reported to boston scientific corporation that two gold probe devices were used during a procedure on (B)(6) 2013. According to the complainant, during the procedure the gold probes would not heat up when activated. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Additional device info: the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.